Event description:
During an internal verification testing at beckman coulter inc., (bci), it was discovered that an accutni dilution/recovery was exceeding specifications in IFU. No effect to end user or patient results reported through this internal bci verification testing.

Manufacturer narrative:
No sample information was supplied. Qc data was not supplied. Event root cause data is not available to date.